Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pump delivered more than expected. The pump was returned to the biomedical engineering department with an unsigned noted that stated, "defective." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump delivered more than expected. Fluid also continued to flow from the distal end of the tubing set after the stop key was pressed. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.